Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (specific bg value was unknown) and on (B)(6) 2026 customer went to the emergency room and was subsequently hospitalized. Customer had ketone levels that a healthcare provider determined were life threatening. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. At the time of the call, customer was still admitted to the hospital with the issue resolved and no known damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.